Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message upon powering on. The user tried to troubleshoot by re-installing two lifebands, however, the error message could not be cleared. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.